Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the small battery drive device was making a grinding noise and running smoothly. It was reported that there were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed all pre-retail diagnostic assessment tests, however it exhibited an unusual/unexpected noise, it had unknown liquid on the internal components, signs of immersion and excessive debris on the motor. It was further observed that the plate lifted off at the back of the electronic control unit (ecu). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.